Event description:
Pt deceased. Dates of use: (B)(6) 2013 - (B)(6) 2015. Dose or amount: one syringe, weekly for 3 weeks. Frequency: weekly for 3 weeks. Route: intra-articularly. Diagnosis or reason for use: osteoarthritis of the knee.